Event description:
It was reported that post a percutaneous coronary intervention, the patient expired. The physician reported through a registry that he placed a promus element plus stent within a patient and the patient expired within a week or two after implantation. An autopsy was not performed and the cause of death is unknown.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).